Event description:
It was reported by a family member that pt expired during the night while on the liberty cycler.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include investigation of all potential fresenius products being used at the time of the event. Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical dept is in the process of requesting add'l relevant pt medical records and treatment data regarding the reported event and a plant investigation is underway. A supplemental report will be submitted upon completion of the clinical staff's assessment of the reported info and the plant's investigation.